Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have difficulty breathing ,lung began hurting and experienced dry mouth also seeing black particles in the filter related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt contamination found at the air inlet,iso port,back panel,motor casing/impellers and blower box with degraded sound abatement foam contamination was observed throughout the airpath, suggesting a source external to the device and manufacturer observed mineral spots consistent with water ingress found with in the blower box and motor casing and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer confirmed,that there is no evidence of sound abatement foam degradation/breakdown observed in the base unit and there is presence of contamination in the airpath also the manufacturer confirmed that they have evidence of water ingress into the blower box.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.